Event description:
It was reported that patient has pain from the dislocation and overall health declined.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.